Manufacturer narrative:
Additional information was provided by the clinical specialist. The patient tolerated pump exchange and is working toward discharge. The medical team believes this event to be related to/is thought to be related to the valve leaflets obstructing the inflow to the pump. With repair of the valve leaflets the new pump operated within normal parameters. Investigation is ongoing. Heartware will submit a supplemental report when new information becomes available.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the day after lvad implantation this patient experienced poor lvad flows, dark urine, increased lactate dehydrogenase (ldh) levels and signs of liver failure. The tricuspid valve appeared to be obstructing and partially ingested into the pump. The valve was repaired and pump was exchanged. The patient was last reported to be recovering in the hospital with hemolysis resolved and ldh trending down. Investigation is ongoing.